Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the dr board. Failure of the dr board is attributed to the design.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem was confirmed and the cause assigned to a faulty patient board set. The investigation is ongoing and the definitive root cause has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when connecting olympus model series 140 and 160 scopes to the olympus, model cv-190 video system center, the image produced was either very dark or no image was produced. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was completed with no report of a delay in procedure. There was no patient injury, associated with the problem, reported to olympus.